Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 200cc breast implant and experienced deflation and capsular contracture grade 0-1 on the right breast implant. As a result, the patient had undergone explantation and replacement with saline mentor smooth round moderate profile 200cc, catalog number 351625, serial number (B)(4) breast implant on (B)(6) 2018.

Manufacturer narrative:
On 05/15/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device arrives without fluid. Examination of the device revealed two rents measuring approximately rent a and b <0.1 cm on the anterior aspect. Leak testing of the device, in accordance with mentor procedures, revealed no other leakage sites. Microscopic examination of the edges of the rent revealed no indication as to its cause. No other anomalies were observed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. A possible cause of the failure could not be determined. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/11/2018, it was reported to mentor that the device history record ( DHR) of lot number 6617526 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).